Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/03/2018, that on (B)(6) 2018, the receiver displayed an errhbbt. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver functional test was performed and passed all relevant tests. The receiver data log was downloaded and reviewed and hardware error along with 'screen error alarms' were observed. The receiver case was opened for an internal visual and battery inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.